Event description:
It was reported that the footend lift drifts due to worn glide nuts, the power inlet module was cracked, and the footboard had intermittent power due to a faulty footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.